Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was capped due to a non-specific product performance issue. No adverse patient events were reported. Should additional information become available, this file will be updated.